Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported right side intense pain, wants to remove due to recall concerns, "probably due to seroma and submuscular placement of the device, the patient developed double capsule and smooth behavior of the implant¿. "Seroma puncture" was the treatment provided. The device remains implanted.